Event description:
As reported, during a procedure involving an intervention within a chronic total occlusion in the left superficial femoral artery, an advance 18 lp low profile balloon catheter's balloon ruptured. The anatomy was calcified. Access was obtained in the left posterior tibial artery, and the lesion was crossed with a cook catheter and unspecified "stiff glide" wire. A cook 5-french ansel sheath was used during the procedure. After an unknown "1.5" laser was used over a cook wire guide, the complaint device was used. An unspecified inflation device was used to inflate the balloon two times for ten seconds; however, the balloon ruptured upon the second inflation, at four atmospheres. Blood was noted in the inflation device. The balloon was not inflated within a stent. The balloon catheter was removed over the wire guide, and another device of the same type was then opened. The new balloon was inflated two times to eight atmospheres, followed by another manufacturer's cutting balloon, and the procedure was completed after placement of two cook stents. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving an intervention within a chronic total occlusion in the left superficial femoral artery, an advance 18 lp low profile balloon catheter's balloon ruptured. The anatomy was calcified. Access was obtained in the left posterior tibial artery, and the lesion was crossed with a cook catheter and unspecified "stiff glide" wire. A cook 5-french ansel sheath was used during the procedure. After an unknown "1.5" laser was used over a cook wire guide, the complaint device was used. An unspecified inflation device was used to inflate the balloon two times for ten seconds; however, the balloon ruptured upon the second inflation, at four atmospheres. Blood was noted in the inflation device. The balloon was not inflated within a stent. The balloon catheter was removed over the wire guide, and another device of the same type was then opened. The new balloon was inflated two times to eight atmospheres, followed by another manufacturer's cutting balloon, and the procedure was completed after placement of two cook stents. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Corrected information: d4 investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿under fluoroscopy, advance the balloon to the lesion site. Carefully position the balloon across the lesion using both the distal and proximal radiopaque balloon markers.¿ the IFU also states ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the balloon was used within a chronic total occlusion, and the anatomy was calcified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.